Event description:
It was reported that the patients implantable pulse generator (ipg) had moved sideways in the pocket. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was not released by the medical facility.